Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe encountered a login problem. A technical support specialist discovered that the user's active directory account had been locked on (B)(6) 2025, at 04:53 due to several unsuccessful login attempts. The customer was advised to reach out to hospital it to unlock the account if it did not automatically unlock, and it was confirmed that the problem had been addressed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe es encountered an issue where the user was unable to log in to the machine and server, and received an error message stating, "unable to authenticate." This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.